Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the lcp metaphyseal plate was broken after open reduction internal fixation (orif) at the left tibia. No allegation, one locking screw probably was too close to the fracture zone for this fracture type, therefore potentially too stiff construct. Procedure was completed successfully. This report is for one (1) lcp metaphyspl 3.5/4.5/5 f/dist-tibia le. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - the lot number was not provided, therefore a DHR cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.